Event description:
Patient received open reduction internal fixation of a fractured humerus. Postoperative radiographs demonstrated that the insertion guide intended to facilitate placement of the proximal humerus locking plate was erroneously left in place. The next day, after being informed of the mistake and potential for resulting problems, the patient elected to have the guide removed.